Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, though it functioned during the call and the user perceived vibration feedback. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical interventions, and no hospitalization. Investigation included remote troubleshooting and user education on alternative screen wake methods. Investigation of this case revealed that the device was operational at the time of assessment and that a replacement was not indicated, consistent with intermittent user interface responsiveness without reproducible failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue during evaluation.